Event description:
It was reported that after an ion endoluminal lung biopsy procedure, a pneumothorax was identified that required a chest tube and hospitalization. Per the physician, the patient had an insignificant history of copd and pre anesthesia testing revealed new onset of a-fib, but cardiac clearance was given. Prior to the ion procedure, staging utilizing endobronchial ultrasound (ebus) was performed. The biopsied lesion was 4cm in size and located in the right upper lobe (anterior segment). Radial ebus was utilized to localized the lesion. Instruments used for biopsy under c-arm fluoroscopy were a 21g flexision needle (3 passes) and forceps (7 passes). Intra-procedurally, the patient experienced a-fib; therefore, the procedure was aborted. The patient was admitted to the ICU on the day of the procedure. A post procedure chest x-ray was revealed a 70% pneumothorax; therefore, a chest tube was inserted. The patient remained hospitalized in the ICU at the time of follow-up. The preliminary diagnosis from rapid on-site evaluation was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.